Event description:
A pump with failure code 570:320 in conjunction with a depleted battery and 11 battery discharges below the alarm threshold. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.